Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed over-sensed noise resulting in inappropriate automated mode switch (ams) episodes on the right atrial (ra) lead. The patient was brought into the clinic and the noise was unable to be reproduced via isometric testing. The ra lead was explanted and replaced. No visible damage was found on the lead post-extraction. The patient was in stable condition.

Manufacturer narrative:
Section b3 - date of event was updated "may 1, 2026" as we only received information that the patient began having the noise episodes via routine monitoring in may 2026, no actual date was available.